Event description:
It was reported the physician selected a 25mm gore® cardioform septal occluder to treat a patent foramen ovale; however, the device was determined to be too small for the defect and was removed. A new 30mm gore® cardioform septal occluder (gsx0030a, lot 30984638) was then selected. During loading at device preparation, the left disc took on a cobra shape, and the device was discarded. A second 30mm gore® cardioform septal occluder (gsx0030a, lot 31662739) was subsequently prepared and successfully implanted. During deployment, the patient became hypertensive and a pericardial effusion was noted on echo. A pericardiocentesis was performed, with approximately 340 [units not specified] of fluid drained. The patient is reported to be doing well following the procedure.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.